Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced shortness of breath and discomfort. A chest x-ray revealed a right lateral hematoma next to the right atrium. The lead had perforated the patient. The lead was explanted on (B)(6) 2012.